Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain and bleeding. The patient¿s system was explanted and they were administered antibiotics for a suspected infection.